Event description:
It was reported that the crystalens at-50ao was explanted 3 weeks post implantation to address the patient's myopic refractive outcome. According to the surgeon the power of the crystalens iol was wrong. The patient's bcva prior to the lens exchange was 20/20. During the crystalens explantation zonular dehiscence occurred, and the surgeon could not implant another crystalens (22 d) as he had planned so he placed a capsular tension ring and implanted a standard monofocal lens of 22 d. After lens exchange, the patient presented with hyperopic refractive outcome. The patient's most current visual prognosis was described as very good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.